Event description:
It was reported that during device change-out for normal eri, low lead impedance was observed when the lead was connected the analyzer. A break in the insulation was noted just below the svc coil. The lead was capped and replaced. The patient condition was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.